Manufacturer narrative:
The 10mm tip/1.65mm catheter was returned to the manufacturer for analysis. Analysis found that the instrument was functioning as intended and no fault was found.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation (neuro) procedure. It was reported that the site used 3 lasers in the case and on the 3rd laser they could not get the louver to lock. The site was unable to use it for the case. They had to open another to continue with the case. There was no patient impact reported and the delay was 5 minutes.